Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a power error detected error alarm on the insulin pump. The customer¿s blood glucose level was 12.7 mmol/l . The customer stated that the pump had been alarming for change battery and power error detected for two days. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.